Event description:
Reportedly, on (B)(6) 2019, the patient was hospitalized for radiation therapy due to neck cancer and the first session of radiotherapy was performed. The pacemaker was checked before and after the therapy. The pacemaker was programmed in vvir at 60 min-1 with 100 percent ventricular pacing and the patient was monitored with an ECG during the therapy. It was decided that a follow-up would be performed after each radiation therapy. On (B)(6) 2019, the pacemaker was interrogated and the 24 hours heart rate curve showed that the heart rate dropped to zero and changed from paced to spontaneous. However, no anomaly was observed on the egms. On (B)(6) 2019, after radiation therapy, the pacemaker was interrogated and the same issue was observed. As radiation therapy could cause unexpected events, the patient should be followed-up.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, on (B)(6) 2019, the patient was hospitalized for radiation therapy due to neck cancer and the first session of radiotherapy was performed. The pacemaker was checked before and after the therapy. The pacemaker was programmed in vvir at 60 min-1 with 100 percent ventricular pacing and the patient was monitored with an ECG during the therapy. It was decided that a follow-up would be performed after each radiation therapy. On (B)(6) 2019, the pacemaker was interrogated and the 24 hours heart rate curve showed that the heart rate dropped to zero and changed from paced to spontaneous. However, no anomaly was observed on the egms. On (B)(6) 2019, after radiation therapy, the pacemaker was interrogated and the same issue was observed. As radiation therapy could cause unexpected events, the patient should be followed-up.

Manufacturer narrative:
Based on the preliminary analysis, the aberrant data displayed resulted from a software defect on the programmer.

Event description:
Reportedly, on (B)(6) 2019, the patient was hospitalized for radiation therapy due to neck cancer and the first session of radiotherapy was performed. The pacemaker was checked before and after the therapy. The pacemaker was programmed in vvir at 60 min-1 with 100 percent ventricular pacing and the patient was monitored with an ECG during the therapy. It was decided that a follow-up would be performed after each radiation therapy. On (B)(6) 2019, the pacemaker was interrogated and the 24 hours heart rate curve showed that the heart rate dropped to zero and changed from paced to spontaneous. However, no anomaly was observed on the egms. On (B)(6) 2019, after radiation therapy, the pacemaker was interrogated and the same issue was observed. As radiation therapy could cause unexpected events, the patient should be followed-up.